Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not appear to charge when placed on the charger, with the patient noting battery level movement after removal; the issue was associated with a charging problem involving the battery charger, and the device was subsequently observed to charge after trying a different power source. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose values were reported in range with no alarms. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a power source problem consistent with a charging issue localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.